Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms in all configurations one day post implant. The decision was made by the physician to turn off tachy therapies due to the patient's age and co-morbidities. There are no plans for additional intervention at this time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.